Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) had a ventricular tachycardia (vt) episode. Technical services (ts) was consulted and discussed the episode, with further examination unable to determine the origin of the vt, with it possibly occurring due to pacing delivery. Additionally, possible loss of capture (loc) was noted for the associated non boston scientific left ventricular (lv) lead. Ts discussed programming options and advised for further in clinic examination. This device remains in service. No adverse patient effects were reported.